Event description:
The recipient reported on (B)(6) 2023, that he could not hear sounds anymore with the left side device after he woke up in the morning. The recipient mentioned that perhaps he touched the implant while sleeping. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported on (B)(6) 2023, that he could not hear sounds anymore with the left side device after he woke up in the morning. The recipient mentioned that perhaps he touched the implant while sleeping. The recipient has been re-implanted.